Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the start of a routine hemodialysis treatment with visible air in the arterial line. The operator decided to discontinue treatment without performing air removal or rinseback, resulting in am estimated blood loss of 190cc. The patient's standard aranesp dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The cycler alarmed appropriately to the pressure of air. The disposable cartridge was not available for evaluation. The exact cause of the alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting air alarms and performing rinseback. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.